Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone : (B)(6).

Event description:
It was reported that while using bd facs calibur¿ leakage occured. The following information was provided by the initial reporter leakage of biohazard not contained within.

Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to facscalibur 4 clr with sort sensor unit, part # 343023, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue for part # 343023. Date range from 15jun2021 to 15jun2022. ¿ complaint trend: there are 3 complaints related to the issue of biohazard leak not contained within the instrument for part # 343023; date range from 15jun2021 to 15jun2022. ¿ manufacturing device history record (DHR) review: DHR part # 343023 serial # e4927, file # 343023-e4927-943860-02 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the root cause of the leakage of biohazard not contained within the instrument could not be determined. The customer initially reported that there was liquid dripping off the needle and the tsr (technical service representative) suggested a routine dcm (droplet containment module) pump maintenance as well as flushing the dcm hoses with water. The dcm pump and tubing line help aspirate waste to the waste tank, so any issues with the pump or clogs/debris in the tubing may contribute to leaks or backflow. However, the customer did not respond to a request for an onsite fse (field service engineer) visit for the repair/maintenance and the tsr was unable to get in contact with the customer for 30 days. As there was no response from the customer despite several follow-ups, the issue is assumed to have been resolved or the customer did not require a solution, and the field service work order (wo-02508571) was cancelled and the case (01714792) was closed. After this complaint, there have been no further reports of leaks for this instrument. No parts were requested for evaluation as there were no parts replaced. Although the leak was biohazardous fluid, there was no skin contact and no user was harmed or injured due to the leak. Users should wear suitable ppe (personal protective equipment), especially while handling biological material as stated in facscalibur¿s IFU (instructions for use). Information about suitable ppe for users as well as proper daily and monthly cleaning procedures can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 01/vers. A, starting on pages 60 and 173 (maintenance). The safety risk of this hazard will be identified in the update to risk management file part # 342973ra, rev. 04/vers. D, risk analysis facscalibur prod family as part of ecr #500000276425. ¿ service max review: review of related work order #: 02507831; case #: 01714792 install date: 15jul2002 defective part number: n/a case comments: o (6/15/2022 1:40 am) the customer reported that it was dripping off the needle with her arm to the side o (6/15/2022 1:41 am) I thought at the beginning that you have to do dcm pump maintenance, but in the email about monthly cleaning I will also write how to flush dcm hoses with water ¿ returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. ¿ risk analysis: risk management file part # 342973ra, rev. 04/vers. D, risk analysis facscalibur prod family was reviewed. This file did not contain the appropriate hazards and mitigations, and an eco has been opened to assess additional hazards and their risk levels. Ecr #500000276425 has been created and will revise the existing calibur risk analysis document to include causes, mitigations, and risk ratings for carryover, erroneous results, and biohazard exposure. ¿ root cause: based on the investigation results, the root cause could not be determined. ¿ conclusion: based on the investigation results, the root cause of the leakage of biohazard not contained within the instrument could not be determined. In response to the customer¿s report of liquid dripping off the needle, the tsr suggested dcm pump maintenance and flushing the dcm hoses with water. However, there was no response from the customer regarding an onsite fse visit for 30 days, and the field service work order (wo-02508571) was cancelled and the case (01714792) was closed. The issue is assumed to have been resolved or the customer did not require a solution. After this complaint, there have been no further reports of leaks for this instrument. No parts were requested for evaluation as there were no parts replaced. There was no skin contact with the biohazardous fluid and no user was harmed or injured due to the leak. The safety risk of this hazard will be identified as part of ecr #500000276425. ¿ supporting document: n/a h3 other text : see h.10

Event description:
It was reported that while using bd facs calibur¿ leakage occured. The following information was provided by the initial reporter leakage of biohazard not contained within.